Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, complication in site preparation, overheating of bone, preceding/simultaneous bone augmentation, mobility ((B)(4) are same patient).